Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that patient felt a horrible jolt on the morning of this call. Patient stated it was the most shocking ever, it was really fast, intense and she could not catch her breath. Patient said the stim was stopped. She got her patient programmer (pp) tried to connect but could not. She was now see a picture of a phone healthcare provider (hcp) and por on her pp. She was informed by hcp to call the manufacturer. Patient stated she had her ovaries out a couple of month ago in june but she had been fine ever since and had no problems. There were no further complications that have been reported as a result of this event.